Event description:
The reporter stated that she did a back to back (rapid succession) blood glucose test on three consecutive mornings with results of 127 and 217 mg/dl, 119 and 172 mg/dl, and 121 and 207 mg/dl. Reporter placed two or three drops of blood on her test strip to ensure that there was enough blood to cover the confirmation dot. Control reading results were within range. No symptoms were reported.